Event description:
Related to MFR report # 2183959-2012-00749. The plaintiff's attorney alleged that on (B)(6)2009, the plaintiff was implanted with an ams elevate anterior graft to "correct her pop (pelvic organ prolapse) and mixed urinary incontinence." It was alleged that following this surgery the plaintiff complained of "pelvic pain, vaginal bleeding, dyspareunia, and urinary incontinence. She was found to have mesh erosion and required further surgery to remove the mesh." It was also alleged the plaintiff experienced significant metal and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries, and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.